Event description:
Complainant alleged that while attempting to treat a pt, the device continuously prompted an "attach pads" message. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.